Event description:
It was reported that the patient presented in clinic for follow up. Upon device interrogation, inappropriate atp and hv therapy was delivered due to atrial fibrillation with rapid ventricular response being misdiagnosed as ventricular tachycardia. The device diagnosed the arrhythmia as a vt due to at undersensing of fine atrial fibrillation waves. Programming and medication changes were made to resolve the issue. The patients condition was fine and will be followed remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.